Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, bumpy, itchy rash all around the body but mostly on the back. No reports of open or weeping skin. The patient's rn recommended over-the-counter benadryl cream as well as 50mg of benadryl orally. During a follow-up, it was reported that the patient's irritation improved after following the rn's suggestions.